Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: electric leakage delivered from handle. Probable root cause: circuit failure, damage cables, water ingression, use error. The failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. Gtin # (B)(4).

Event description:
It was reported the device was shocking the doctor while in use.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device was shocking the doctor while in use.